Manufacturer narrative:
Review of production records reveals no abnormalities that could contribute to the reported adverse event. In a conversation with the operating physician, it was communicated that the patient has flexion instability and felt that a custom constrained insert would be the best clinical solution, as the patient does not have global instability tht could be resolved with simply a thicker insert. The device has not been received by the manufacturer for evaluation.

Event description:
The patient returned to the surgeon reporting flexion instability. The surgeon has requested a revision poly liner with additional constraint.